Event description:
Twenty four and 72 hrs after discharge, the pt presented with chest pain (15 min) with increased cardiac biomarkers (troponin greater than 5 times upper normal level), and lateral ECG changes. This was diagnosed as a non q-wave myocardial. Angiography showed no thrombosis or dissection of the target vessel. The report is from the study. The pt was a male with a history of obesity, hyperlipidemia, smoking, diabetes, and a family history of coronary artery disease. The indication for the index procedure was an anterior acute myocardial infarction which occurred more than 72 hrs prior to the procedure. The target lesion was the proximal left anterior descending artery. Vessel diameter was 3 mm and the lesion length was 26 mm. Pre-procedure stenosis was 75%. The lesion was de novo, bifurcated (inability to protect major side branch), and irregular contour. The lesion was not pre-dilated. Lesion location according to medina was 1,1,0. A crb28300 was deployed at 14 atm. The stent was post-dilated with a 3.5 x 20 mm balloon at 16 atm because it was not fully expanded. Post-procedure stenosis was 0%. There were no procedural complications and the pt was discharged the following day.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan. Myocardial infarction is a known potential adverse event associated with implanting coronary stents especially when a bifurcation and are unable to protect the side branch. Review of the available info suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the event.